Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient's mediport tubing cracked just above the blue cap where the tubing goes from being reinforced to not. We were unable to save the needle as patient had chemotherapy running."